Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on (B)(6) 2025, during an acessa procedure that the physician performed three ablations on a fibroid. After the third ablation, it was observed that there was a heat transfer from the serosa to the tissue near the bladder. The urologist intervened by filling the bladder and placing a catheter. Procedure was completed. The patient required urology consultation, observation admission for two days for pain and foley catheter for 7 days and a CT urogram planned within one week. No other information available.